Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation identified a material rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80124 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The 55 year old male patient weighed 73 kilograms.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation.the investigation is confirmed for the reported balloon rupture; however, the investigation is inconclusive for the retraction issue and unconfirmed for the reported balloon detachment. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80124 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The 55 year old male patient weighed 73 kilograms.